Event description:
It was reported that the user experienced an ¿unable to proceed¿ alert when attempting to press and hold to fill the tubing on the ilet system, despite confirming no bubbles and a straight needle; a dry run completed without alerts, but the issue persisted when attempting to fill with the cartridge, and the user then performed a complete supply change using new inset, cartridge, and connectors. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and the cause was not established. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.